Event description:
It was reported that the pump ¿started making sounds¿ the day prior to the report. The patient noted that he had just arrived in the (B)(6) 2 days prior. The pump would go off about every ½ hour ¿or so¿ and sounded like ¿de-do-de-do-de-do¿. The pump was last refilled on (B)(6) 2013 and was not due for another refill until (B)(6) 2013. The patient was to return home on (B)(6) 2013. It was later reported that the alarm was due to a motor stall. It was noted that the healthcare provider (hcp) heard the pump alarm. The motor stall was confirmed and noted in the event logs with no motor stall recovery recorded. The patient had presented to the clinic on (B)(6) 2013 due to withdrawal symptoms of sweating, nausea, vomiting, increased pain and headache. A status check was performed with the pump logs and the logs showed the motor stall occurred (B)(6)2013 with tube set on (B)(6) 2013. The reporter denied any electromagnetic interference (emi) or magnetic interaction. The pump was to be replaced on the afternoon of the day of the report. The patient was given oral medications the day prior to the report. The device system delivered dilaudid. It was later reported that the pump was replaced on (B)(6) 2013 ¿due to shutdown¿. The patient¿s current pain doctor stated that there was a ¿stop error¿ on the pump and that it needed to be replaced. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump ngp344573h revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to shaft/bearing. Significant residue and shaft wear were found on the upper shaft of gear 2. Residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
It was later reported that the patient had appointments on (B)(6) 2013, and the patient's concerns were resolved.